Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found drawer 2.1 was not detected on bus, ran diagnostics, then remove the drawer and replaced the broken retractor band, then rebooted and ran diagnostics. Further the fse shut down and replaced rear half height controller board, then rebooted and ran diagnostics, then tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all cubies in drawer were failed and required maintenance at med surge 6th floor. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.